Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, it was determined that the device was used in accordance with the direction for use, and that the patient presented a pre existing condition prior to the procedure. Therefore, the use of the coil may have had a contributory factor to the reported patient¿s complications. However, emboli (foreign, thromboembolic), ischemia and the patient outcome of death are known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent coil embolization of the left carotid artery aneurysm that resulted in partial occlusion of the aneurysm. Immediately after procedure, the subject¿s condition worsened due to an embolism with resultant ischemia. It was reported that during the index hospitalization, the patient suffered a pulmonary infection that resulted in death. No additional information was available.